Event description:
When retinal surgery is performed, several tiny ports are made into the eye and a line with fluid is connected to one of these ports to replace fluid that will be lost during surgery. When the physician instructed the nurse to turn on the field, the stopcock appeared to be in the appropriate position. The physician confirmed with the nurse that the stopcock was on. With the initial entrance into the vitreous, hypotonia developed due to failure in the infusion system. The blood was removed by irrigating the anterior chamber. The physician viewed the inside of the eye and noticed a tear in the retina. It cannot be determined if the tear was a direct result of lack of initial infusion. A scleral buckle procedure was performed to repair the retinal tear.